Event description:
It was reported that the patient presented in clinic for initial implantable cardioverter defibrillator (ICD) implant procedure. During procedure, the header of the ICD failed to adequately connect to the lead and the set screw failed to be removed from the header. The ICD was not implanted, and another was implanted on (B)(6) 2025. Patient was stable.

Manufacturer narrative:
The reported event of failure to remove setscrew from header was confirmed. The device was voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed the ventricular setscrew contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported event. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The setscrew anomaly is consistent with having occurred during the procedure.